Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse reset the diluent check, repeated the diluent check and corrected bias. Precision testing was performed on a patient sample, resulting as expected. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The customer observed that one of the samples was slightly icteric. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.